Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post-implant, the amplitude measurements decreased and the threshold measurements increased on the right ventricular (rv) lead. During a routine follow-up, an episode marked as ventricular tachycardia (vt) revealed noise and oversensing. As a result, the sensitivity was adjusted which appeared to reduce the oversensing. However, since the reprogramming, there has been another episode stored as vt that was noise. It was determined the noise was a result of myopotential noise from unipolar configuration. As a result, the device was reprogrammed. No adverse patient effects were reported.